Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided. From the close up of the photo it looks like embedded foreign matter (fm) from our molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9275474 for this type of defect or symptom. Root cause description: during the molding process it may occur that small particles of resin got trapped inside the molding tool; at certain moment, they are released creating the burnt plastic embedded in the barrel walls. This was not detected during the inspections at the molding process and down stream inspections. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was discovered prior to use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that there were 50ml syringes with what looks like ink on or inside them.